Event description:
Additional information received reported that pump was set to minimum rate on 2014-(B)(6) per physician¿s order.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Analysis of the returned pump revealed motor/gear train anomaly/corrosion and-or wear and-or lubrication and stall due to shaft- bearing.

Event description:
It was reported there was a confirmed motor stall noted in the event logs with no motor stall recovery recorded. On (B)(6) 2014 8:30 a motor stall occurred. Between (B)(6) 2013 several motor stalls and recoveries occurred. The patient said he received a gift for christmas that had a very strong magnet, and the patient feels that may have caused the stalls in (B)(6). The patient was not around that gift in the past few days, it was thrown away. The patient was admitted to the hospital on (B)(6) 2014. The patient had chronic pancreatitis. The patient¿s pancreas was fused together the previous day. As of yesterday the patient experienced nausea and their pain has returned. The patient said he was hospitalized the whole month of (B)(6). The pump was delivering fentanyl, marcaine and morphine. Additional information reported the patient had a total of four motor stalls in (B)(6). Of those four, only one motor stall recovered within two hours. It is not determined if the motor stalls in (B)(6) contributed to the motor stall occurring in (B)(6). The cause of the motor stall in (B)(6) is undetermined. The pump was replaced. The patient is receiving therapy and is doing well.

Manufacturer narrative:
Concomitant: product ID 8590-1, lot# n175392, implanted: 2009-(B)(6), product type accessory, product ID 8709sc, serial# (B)(4), implanted: 2009-(B)(6), product type catheter. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.